Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery cap is damaged and the pump may have moisture damage. The customer's blood glucose reading was 112 mg/dl t the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
Unit received with partial display due to light moisture damage to pcb1. No red or green strips on display noted. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarm (variable 3) confirmed in the pump history due to cold solder joint on u1 keypad assembly. Unit received with corroded battery tube, stained serial number label, minor scratches on case and minor scratches on lcd window. Unit received with battery cap contact missing. No traces on moisture noted at motor assemblies per visual inspection.